Event description:
Correction report being submitted as on 04-june-21 clinical input confirmed that the 8 who underwent surgery during the same hospitalization or at 8-week follow-up because of failure of endoscopic drainage was due to off-label use. Updated description of event to capture 8 patients who required surgery. 8 underwent surgery during the same hospitalization or at 8-week follow-up because of failure of endoscopic drainage. Assigning a severity of secondary intervention (surgery) s=4. See updated description below** complaint received from internal personnel via e-mail on 26may2021--did 28may2021. As reported to customer relations: "varadarajulu 2011, endoscopic placement of permanent indwelling transmural stents in disconnected pancreatic duct syndrome: does benefit outweigh the risks? 8 underwent surgery during the same hospitalization or at 8-week follow-up because of failure of endoscopic drainage; this was off-label use. File is being opened to capture off label use of placing biliary plastic stent in wopn in 19 patients / user error of indwelling greater than 3 months - 8 of which required surgery during the same hospitalization or at 8-week follow-up because of failure of endoscopic drainage"

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 19 x unknown double pigtail biliary stent of unknown lot number involved in this complaint was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out document review: prior to distribution, all double pigtail devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for the unknown double pigtail biliary stent could not be complete as the rpn and lot numbers are unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off-label use that biliary plastic stents were used to drain wopn(walled-off-pancreatic necrosis). Endoscopic transmural drainage of walled-off-necrosis is considered off-label use since the IFU clearly mentions ¿intended use: ¿to drain obstructed biliary ducts" a possible user error of exceeding the maximum 3 month indwell period is also noted here secondary to the off label use as the journal mentions multiple cases where stent was left indwelling for more than 3 months. The precautions section in the IFU states ¿¿ this device should not be left indwelling for more than three months or as directed by a physician¿¿. Of the (B)(4) patients involved in the endoscopic transmural drainage of wopn, (B)(4) patients underwent additional ercp procedure during same hospitalization or at 8 week follow-up due to the endoscopic drainage failure. (B)(4) patient died of multiorgan failure which is not related to cook stent and is likely due to the walled-off-pancreatic-necrosis (wopn). The remaining patients experienced initial success with transmural drainage of wopn root cause review: a possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Of the (B)(4) required additional ercp procedures as a result of the outcome. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Complaint received from internal personnel via e-mail on 26may2021--did 28may2021. As reported to customer relations: "varadarajulu 2011, endoscopic placement of permanent indwelling transmural stents in disconnected pancreatic duct syndrome: does benefit outweigh the risks? **file is being opened to capture off label use of placing biliary plastic stent in wopn in 19 patients / user error of indwelling greater than 3 months***"

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.